Event description:
It was reported that there were longevity concerns with this pacemaker. Technical services (ts) performed a data analysis and determined that the device was depleting normally due to the patient's atrial arrhythmia. The device remains in use. No adverse patient effects were reported. Additional information received indicates that this device exhibited oversensing of noisy signals on the atrial channel, which caused pacing inhibition. It was also noted that there was atrial undersensing during a fast atrial arrhythmia, which resulted in inappropriate atrial pacing. High out of range atrial pacing impedance was observed, as well. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.